Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that resistance was encountered during attempted delivery of an impella 5.5 pump. It was noted that due to the patient smaller anatomy, the inserted 5.5 pump was unable to advance to the intended location. Due to the noted complication, the impella 5.5 pump was removed and an impella cp pump was placed for patient support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was returned for evaluation and no abnormalities were found upon inspection. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since the pump could not be delivered due to small tortuous anatomy.